Event description:
The pt experienced intermittent shocking. It felt like a loose connection to the pt. The implantable neurostimulator was charged. There were no falls/trauma associated with the event. The pt was at home and in contact with his hcp and the field representative. Additional information has been requested. A f/u report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).